Event description:
The robotic prograsp forceps instrument was docked to the robot and placed through a trocar into the patient's abdomen. The surgeon was using it to lift up some bowel tissue (which is common in procedures) and the prograsp shaft broke partially off (no pieces came off in the patient). The break in the shaft caused the prograsp to be angled, so it could not be removed or pulled back through the metal trocar. The surgeon had to remove the trocar with the prograsp still in it all in one piece. The patient was not injured when removing the trocar and prograsp instrument. The prograsp device was reprocessed in our hospital's sterile processing department. A new prograsp has 10 lives, and this one was on it's 5th life when it broke.